Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set tubing detachment event on (B)(6)2024. Detachment occurred at connector. The set was in use for 3 days. Blood glucose levels were reported to be 312 mg/dl at the time of event. Patient took correction bolus via pump. No further information available.